Event description:
Pt underwent surgical removal of bilateral implants. Pre-surgery pt complained of pain in right breast for one year. Pre-surgical mammogram showed that implant had a slow leak. After removal, surgeon checked each implant under water and filled them with air to check for leaks and none were found. Type and size of implants unknown.